Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. No dry system test performed. The following were noted during visual inspection: missing o-ring (reservoir tube), cracked reservoir tube lip, battery tube threads - cracked, cracked case on battery side, serial number label damage (covered in adhesive), cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay texture damage, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay damaged retainer ring confirmed, no delivery alarm was not confirmed due to unable to perform dry system test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, a reservoir unable to lock into place, and no delivery/occlusion alarm. The customer reported no adverse eventss. The event involved product(s) mmt-1780kpk. The customer reported physical damage to the retainer ring on the pump. The reservoir was unable to lock into place. The customer called for an issue not covered by existing troubleshooting guides. Please take a look at the event description for more details. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.